Event description:
Additional information received from the customer confirmed that the biopsy was completed with some discomfort to the patient and no medical intervention was required.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a biopsy the chamber holding the local anaesthetic would not hold in place and the saline did not flush through the system during the procedure. These issues resulted in the patient not receiving adequate local anaesthetic and may have caused a larger amount of hematoma at the biopsy site. The biopsy site was not able to be flushed with saline during lavage which caused the biopsy marker to move from the biopsy site. Attempts to obtain additional information were unsuccessful.